Event description:
Caller reported a cgm error 42 and confirmed that the pump did not recently come out of storage mode. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. Following the reset, the cgm error did not reoccur. Technical support advised the caller to wait 20 minutes before starting the sensor session, which the caller acknowledged and understood.